Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleged insulin pump was under delivering and had high blood glucose level. Customer blood glucose level was 463 mg/dl at time of incident. Customer current blood glucose level was 98 mg/dl the customer stated that insulin pump was under delivering because said that the pump was switched off and she did not noticed. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.